Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and per the physician, the slda was likely due to the tethered leaflets (patient conditions) and abnormal angle of approach/grasp (procedural conditions/user technique). Image resolution poor was related to procedural conditions as some challenges visualizing the clip were reported. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a balloon pump, an aorta hugger, and restricted leaflets for a mitraclip procedure. It was reported that there were some difficulties with visualization. A mitraclip xtw clip was implanted on the medial side of the anterior2/posterior2 (a2/p2) leaflet. While inserting a second clip, an ntw, it was noted that the xtw clip had partially detached from the anterior leaflet. The xtw clip was still stable on the posterior leaflet. Per the physician, the slda was likely due to the tethered leaflets and abnormal angle of approach. The ntw clip was removed and replaced with an xtw. The additional clip was implanted successfully. The clip was placed lateral to the slda clip, for stabilization. The final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay.